Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there is a possibility that the reported phenomenon was attributed to excessive physical stress to the endoscope mount of the subject device due to device handling of the user.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an unspecified procedure with the subject device at the user facility, the endoscopic image of the subject device was disappeared. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event. Olympus (B)(4) (oaz) checked the subject device and found that the reported event was duplicated.